Manufacturer narrative:
Repetitive loads above specifications cumulatively may have contributed to the event.

Event description:
It was reported that the load wheel casting broke. Allegedly an operator sustained a torn arm ligament.